Event description:
It was reported that the bronchovideoscope exhibited an image problem. The issue occurred during preparation for use for a lung examination. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. There was no image present during testing. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure was caused by damaged circuit board inside the scope connector. This damage was likely the result of excessive external stress applied to the device. Olympus will continue to monitor the field performance of this device.